Manufacturer narrative:
Ptc investigation result was received on 16-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: batch number 683285. Mfg date: 10/2009; exp date: 10/2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of device breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 20-jul-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced device breakage and dislocation. Device breakage is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The other event is also listed and was considered serious due to medical importance. In this particular case, limited information was provided. Although the exact mechanism and timing of the events was unknown, given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to the reported device breakage, as although no death or serious health deterioration was mentioned by the consumer this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued since this is a health authority case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(6)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 with lot number 683285. On an unspecified date the consumer experienced device dislocation, device breakage, allergy caused by nickel in the genital area, with infections, stinging, bad odour and irritation. Additionally, she reported changes in the menstruation (from three to eight days), severe menstrual pain including kidney area and vitamin d deficiency. A surgery (subtotal hysterectomy and salpingectomy) will be done to remove devices in the following days. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced device breakage and dislocation. Device breakage is non-serious and unlisted according to essure reference safety information, while the other event is listed and was considered serious due to medical importance. In this particular case, limited information was provided. Although the exact mechanism and timing of the events was unknown, given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to the reported device breakage, as although no death or serious health deterioration was mentioned by the consumer this might have occurred under less fortunate circumstances. A product technical analysis is being sought. No active follow-up will be pursued since this is a health authority case.